Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to communicate with belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt housing was damaged. The monitor was unable to be inserted properly into an electrode belt. The root cause for the damaged housing was excessive force. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete communicate with an electrode belt.